Event description:
Boston scientific crm received information that this atrial lead dislodged. The lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was sent to the hospital pathology for culture, therefore will not be returned.